Event description:
It was reported that during the procedure in the mid left anterior descending artery, dilatation was performed with a voyager nc 2.0 x 15 mm dilatation catheter. A 2.75 x 33 mm xience prime stent system was advanced into the patient anatomy but failed to cross the lesion. When it was removed from the anatomy, it was noted that the stent struts were flared at the proximal end of the stent. Pre-dilatation was performed again using a 2.5 x 15 mm voyager nc and a new 2.75 x 28 mm xience prime stent system was advanced into the patient anatomy and the stent was deployed. There was no clinically significant delay and no reported adverse patient effects. Clinical review of the cine, dated (B)(4) 2011, revealed that the voyager nc 2.5 x 15 mm dilatation catheter balloon was advanced to the proximal lesion site in the left anterior descending artery and inflated; however, the balloon had a significant waist after inflation. A long stent was deployed across the distal lesion. A 2.75 x 28 xience prime stent was deployed adjacent to the first stent, over the proximal lesion and had a small waist present after deployment. Additional information indicated that intravascular ultrasound was not performed after the stents were deployed, but after viewing angiogram, the physician felt that stent was fully apposed and the waist was possibly due to the calcification.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: pilot 50, inflation: abbott indeflator, guide cath: ebu 4 6f, rhv: abbott rhv, sheath: 6 f. Factors that could have contributed to difficulties inflating the balloon include, but are not limited to, patient anatomical/lesion morphology and patient disease state, contrast concentration, balloon materials, manufacturing, inflation lumen obstruction, interaction with accessories (indeflator, rotating hemostatic valve, or guiding catheter), placement of the balloon within lesion, or inflation technique. To ensure that this is not a manufacturing deficiency, all products are 100% visually inspected for balloon damage and leak tested during manufacturing. The patient anatomy was heavily calcified which may have contributed to the irregular inflation of the balloon; however, this could not be determined. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted there were 2 significant lesions in the left anterior descending artery (lad); one mid-vessel and one proximal-vessel. The lesions were pre-dilated. There was minimal change to the proximal lesion. A buddy wire was positioned in the lad and another balloon inflation (of a larger diameter) was performed at the proximal lesion site. There was a significant waist in the balloon. A long stent was deployed across the distal lesion. A second stent was deployed adjacent to the first stent, over the proximal lesion. There was still a small waist present in the deployment balloon. Pre-dilatations and stent deployment were then performed in the left circumflex (lcx). The reviewer concluded that unfortunately there were no images of the stent that did not cross. Thus, the incident could not be confirmed through this cine. Reasons for proximal stent flaring include, but are not limited to; non-coaxial retraction through the guide catheter and retraction through calcified stenoses. The lot history record for this product was not reviewed and a similar incident query was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported.